Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received to repair, no longer carried parts to completely repair unit. The lock had both rotational and lateral movement with residue buildup present. The index knob was cracked and the lock needed new components added to replace worn internal part. The ratchet extension arm teeth were worn and the ratchet extension arm needed to be replaced. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the lock had both rotational and lateral movement.